Event description:
It was reported that during a pump replacement procedure for normal end of life, a catheter migration was discovered. It was discovered that the catheter had migrated out of the intrathecal (it) space so the entire catheter was replaced. It was noted that the patient's cerebrospinal fluid (csf) was not as clear as expected. It was believed to be a normal variance however to be sure they repeated the procedure under fluoroscopy to ensure they were "in port" and the fluid continued to easily aspirate. Following the replacement, the patient was "doing fine." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).